Event description:
The dealer reported that the joystick would randomly turn on by itself. This issue could cause the chair to unexpectedly and unintentionally move, causing possible harm to the user and/or a bystander.